Manufacturer narrative:
The device was discarded at the hosp, a proper eval cannot be performed. At this time it is known a 5fr. Universa soft ureteral stent and a .038" wire guide from a second cook stent set was used. Add'l info is being requested to determine the actual part number and/or lot number of the device used, specifics of the procedure and what had occurred when the percutaneous access was achieved. The condition of the pt is also not known at this time. As info becomes available it will be forwarded.

Event description:
A universa soft ureteral stent was placed in a pt over a cook .038" wire guide left over from a universa soft stent set (which was in its original sterile packaging.) The stent kinked and it was very difficult to pass the stent over the wire, the result being an inadvertent peroration of the ureter and loss of access to the kidney. As a result a second procedure was required. A this time, it is the reps understanding that neither the stent or wire guide were retained by the nursing staff, therefore, the rep cannot ascertain the product code and lot number of the universa stent used. The pt's ureter was perforated by the wire guide, requiring percutaneous access of the kidney where a nephrostomy drainage catheter was placed.